Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).

Manufacturer narrative:
(B)(4). D10: cat# lot# g2: foreign ¿ spain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately during surgery, the internal ring of the cup went out of its position. This prevented the liner from being fixed correctly. There was no known impact or consequences to the patient. It was reported that no further information is available.